Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused bacterial peritonitis. The peritonitis was manifested as cloudy effluent. Two days after the onset of the peritonitis, the patient was hospitalized for the reported event. During the hospitalization, a hole was found in the pd catheter. The nurse speculated the hole to be the cause of the peritonitis. The peritonitis was treated with intraperitoneal (ip) gentamicin (18 milligrams, once daily). The gentamicin treatment was ongoing. The patient was discharged ten days after being admitted to the hospital. At the time of this report, the patient was recovering from the peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.